Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08446. It was reported that the patient experienced discomfort at the lead site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein one of the leads were re-positioned, resolving the issue. It is unknown which lead was re-positioned therefore both are being reported.